Manufacturer narrative:
The insulin pump display functioned properly when pressing keypad buttons, no faded screen or display anomaly was noted during testing. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump screen would fade when she pressed the buttons and that it would take a while for the screen to become darker. The customer's blood glucose was 249 mg/dl. The customer stated that she had replaced the battery five days prior. Troubleshooting was done. The customer stated that there were cracks at the battery area, the screen and where the reservoir inserted. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.